Event description:
The service report shows that while performing routine service maintenence on the unit, the nellcor puritan-bennett customer support engineer found the audible alarm to be nonfunctioning. The alarm assembly was replaced. There was no report of any patient involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.